Event description:
It was reported that while using a thermocool catheter there were 5 steam pops during procedure. There were no changes in temperature or impedance reading when this occurred. The catheter was changed out and it was noted that the patient's blood pressure dropped and a small pericardial effusion was detected. The patient was cardioverted and given multiple units of fresh frozen plasma/ blood cells. The patient was intubated and in stable condition. The facility will be sending the catheter in for analysis.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto rmt v8 system us, catalog # m550000. (B)(4); stockert 70 rf generator us, catalog # s7001, (B)(4); coolflow irrigation pump us, catalog # cfp002, (B)(4). (B)(4).